Event description:
The facility nurse contacted baxter customer service and advised the home choice (hc) machine had infused 3 times in the patient cavity; the patient withheld 479 ml of liquid. This patient was dialyzing at the clinic (not at home). This is not a baxter patient. It is unknown why the patient was dialyzing using a baxter homechoice device. The nurse did not know the dianeal solution prescription. The nurse stated she reviewed the alarm on the machine and she did not note an error on the date of the event. Alarms were noted in the history of the machine on the (B) (6) 2010 (11 days after occurrence date). The alarm noted was 2044 (positive p tank low the pressure in the patient tank was too low and could not reach the programmed pressure). After the event the patient was admitted to the hospital intensive therapy unit (ICU). The patient symptoms included sweating, decrease in oxygen saturation level to 88% and abdominal distension. Prior to the event, the patient was placed on antibiotic therapy and after the event antibiotic therapy was continued as prevention for peritonitis. The patient has improved however he remains in the intensive therapy unit (uti) in the hospital.

Manufacturer narrative:
(B) (4). The homechoice device has been requested to be returned for evaluation, however the device has not yet been received therefore no evaluation results are available. The device event log will be downloaded and the machine tested by (B) (4).

Manufacturer narrative:
(B)(4). Overfill and increased intra-peritoneal volume (iipv) are being investigated under CAPA number (B)(4).

Manufacturer narrative:
(B)(4). The device was evaluated in (B)(4). Results of that evaluation indicate: baxter technical service observed that on (B)(6) 2010, therapy was started at 15:36:12 with the following parameters: therapy volume: 7500 ml; total time of therapy 16:40, infusion volume by cycle 500 ml; permanence 1 hour and total of 15 cycles. The therapy was normal until the machine started the cycle 07 and it was observed on the event log abnormal actions occurred in the therapy. The machine was given a command to execute the manual drain that was being infused and then clicked the stop followed by command to advance one cycle of therapy bypassed. The machine was turned off and turned in a short period of time until the machine interrupted with final data: total uf -465 ml; mean time of permanence of 58 minutes; time of last permanence of 13 minutes. The event history was returned to the us and evaluated. Results of the evaluation indicate: per the log, the following therapy parameters were programmed: ccpd/ipd, therapy vol: 6000, therapy time: 9:00, fill vol: 500, last fill vol: 0, I drain alarm: 0, cycles: 12, calc dwell: 00:40, drain vol %: 85. The reported difficulty was unable to be confirmed. Issues such as the patient symptom would not be recorded in the logs. Assignable cause: undetermined. Not draining during a manual drain: confirmed in the logs. Assignable cause: manual drain attempted after delivering 0 ml of the programmed fill volume of 500 ml. Performing 3 fills without a drain. Not confirmed in the logs. Assignable cause: undetermined. Se 2044. Confirmed in the logs. Assignable cause: undetermined. A review of the devices event log revealed no device failure or malfunction of the device that could have caused or contributed to the reported difficulties.

Event description:
Additional information was received from the facility and indicates the following: the event occurred on (B)(6) 2010 and the machine was segregated. The nurse reports that the machine infused three times on the same occasion ((B)(6) 2010). The machine performed three infusions in a row, without performing the draining of the solution. Three infusions caused the event. The error alarm that occurred was 2044, but that alarm occurred on the (B)(6), when the nurse was testing the machine with no patient connected and unrelated to this event. The nurse declined to provide the patient's prescription or which solution was being used. She did mention the patient receives isotonic therapy with long cycles. The nurse advised a many different volumes of solution are used, and she was unable to clarify the correct programming. Interventions required for this event include: on the day of the event, the patient experienced abdominal distension and sweating with a low level of oxygenation. The facility tried to perform a manual drain using the homechoice without success. A manual drain was completed which was successful. The patient was transferred to the intensive care unit (ICU). The peritonitis protocol was initiated as a preventive action. An x-ray was taken to check for placement of the catheter position. Results of the x-ray were not available, but the nurse indicated the physician stated the catheter was not "good". The peritoneal fluid was evaluated on (B)(6) 2010. Peritonitis was not confirmed. The nurse declined to provide additional information. The nurse advised the patient was receiving antibiotics for other indications prior to the event. The patient was hospitalized at the time of the event. The patient admission to the hospital was unrelated to the homechoice event. The patient has recovered from the event itself, although he remains hospitalized for the treatment of other diseases. He is no longer in ICU.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the trocar was leaking while using the 5mm scope during the case. The same trocar was used to complete the procedure. No adverse consequences reported. The device was discarded.

Manufacturer narrative:
(B)(4). The device event log has been received and sent to the baxter product analysis lab for review.